Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. By the end of the last ablation lesion, the physician noticed pericardial effusion in the intracardiac echocardiography (ice) image. Patient¿s blood pressure was stable throughout the case. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. Extended hospitalization was required for monitoring purposes. The patient had fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No biosense webster product malfunctions nor error messages were reported. Transseptal puncture was performed with a st. Jude - brk1 transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set between 8-15ml/min. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module was tag size 3mm, 3s. Force over-time (fot) was used as additional filter for the visitag module at 25%, 3g. The color option used prospectively was impedance drop.